Event description:
On (B)(6) 2012, it was reported that the pt needed assistance removing the battery cover. After the battery was replaced it was found that the check button on the pt's device was only functioning intermittently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
Product returned on (B)(4) 2012. The slot of the battery cover is worn-out. The battery cover could hardly be removed out of the battery compartment. The customer could remove the battery cover with high mechanical influence. Due to this the battery cover is damaged and the thread of the battery compartment could be destroyed.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.